Manufacturer narrative:
UDI not available for this system at time of filing. Onsite functional and visual examination was performed. The representative tested the image of both 2d and 3d images and was unable to confirm the reported event. The system passed a system checkout and was found to be fully operational.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The event occurred intraoperatively during the select patient/acquire scan task and extended surgical time by less than an hour. It was reported that the images looked like there was over exposure. The site tried to adjust the settings, but it would automatically increase. The surgery was completed without the use of the imaging system. There was no impact on patient outcome.